Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was stuck in initializing. Site reported that a second reboot was performed and issue still occurred. Site reported the image acquisition system (ias) indicated 'watch gantry' and was unable to expose using hand switch before the first reboot. After first reboot, system indicated "system initializing please wait." This issue occurred intraoperatively and no further information available. Troubleshooting stating that technical specialist (ts) had site shut system down, reseated the umbilical cable, boot up the mobile viewing station (mvs) entirely before booting up ias but issue unresolved.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced generator starter printed c ircuit board (pcb) and power supply (ps1) pcb. System operates as expected. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000576r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Stuck in initializing." Power supply failed bench test, visual inspection confirm power supply was physically damaged ic (integrated chip), chipped. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). Additional info: updated e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2.h6) the component was returned to the manufacturer for analysis. Analysis found that the reported complaint could not be confirmed. The starter upgrade kit was installed in system. The system initialized properly, with motion, generator, communication, and charging components all ready. Both 2d and 3d imaging were performed successfully without issue. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.